Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Extraneal and physioneal therapies remained ongoing via continuous ambulatory peritoneal dialysis therapy. At the time of this report, the patient remained hospitalized and was recovering. No additional information is available.